Manufacturer narrative:
H10. D10. Concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. These devices are used for treatments, not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016 and then experienced a revision surgical procedure on (B)(6) 2021 approximately 5 years and 1 month after initial implant. Additionally, the patient has experienced increasing pain, swelling, and instability in her right knee. Moreover, wear of the articular bearing surface, i.e., the polyethylene component, was observed as well as reactive granulation tissue and synovitis. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.